Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient reported that the a fluid leak was noted at the end of treatment. When the cassette was removed from the cassette compartment, it was moist. The patient was not connected to the cycler at the time of noting the leak. The patient also reported that the cycler displayed the message make sure heater bag is on heater tray.